Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed high battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving bupivacaine [5 mg/ml] and dilaudid [2.5 mg/ml] at an unknown rate via intrathecal drug delivery pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that there was an alarm due to a low battery reset (lbr) and safe state occurring. The pump logs were checked and was reviewed that the pump is part of a group with higher likelihood of early battery depletion. There were sudden withdrawal-type symptoms and have become worse and worse since (B)(6) 2017. The patient went to the emergency room (ER) on (B)(6) 2017. Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated there was premature battery depletion. The event occurred on (B)(6) 2017. The pump was replaced on (B)(6) 2017. There were no environmental/external/patient factors that may have led or contributed to the issue. Actions/interventions included the pump was changed and the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to be obtained. The patient¿s weight was asked, but unknown. The patient¿s status at the time of the event was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.